Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that a patient received inappropriate atp therapy due to a double counted qrs events. Intermittent oversensing caused by wide qrs and intermittent undersensing due to variable r-waves were also noted. Programming and medication changes were made. The patient received no further events afterwards.